Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented to the clinic in backup vvi. Patient was asymptomatic. A device download was successfully performed. Patient was stable before, during and after the event.